Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2009-03849 for the other associated device information. It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket and an alliance ii integrated inflation system were used during a stone retrieval in the common bile duct (cbd) procedure performed in 2009. According to the complainant, during the procedure, the basket became impacted at the ampulla. The alliance handle was then utilized for lithotripsy. However, the wire broke at the handle prior to disengagement of the basket tip. This resulted in the impaction of the basket/stone at the distal end of the bile duct. The procedure was aborted and the patient was transferred to lenox hill hospital for basket removal and electrohydraulic lithotripsy (ehl) of the stone. There were no patient complications reported as a result of the follow-up procedure. The patient's condition at the conclusion of the follow-up procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.